Event description:
It is reported that the device was implanted in early 2009 and revised approx six months later. Pt was revised due to osteoarthritis of femoral-patella joint. The articular surface has extensive wear.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approx 6 months. No x-rays were returned for review, but the device was returned for evaluation. The returned articular surface exhibits pitting and wear on the condylar surface. There is also a large piece that has fractured off the distal surface, although the shape and location of the fracture indicated that this likely occurred during extraction with an osteotome. The scanning electron microscopic analysis of the surface features of the articular surface revealed wear typical of the presence of third party particles. The energy dispersive spectroscopic analysis of the third party particles present revealed elemental peaks of carbon, oxygen, calcium, silicon, potassium, and chlorine present in the spectrum. This analysis with accompanying morphology of the particles is indicative of the various fluids and salts that occur naturally in the human body. The presence of carbon, oxygen and silicon can be indicative of various particles transferred from packaging materials to the explanted articular surface during transportation back to zimmer. The energy dispersive spectroscopic analysis of the component material showed an elemental carbon peak in the spectrum typical of the ultra high molecular weight polyethylene from which the articular surface is made. Neither the eds nor the sem analysis revealed any material or manufacturing anomalies. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.